Event description:
Adverse event(s): "suffers daily from irritation" (irritation), "suffers daily from weeping eyes" (tearing, excessive). Product problem(s): "none reported" (no info [iol (intraocular lens) implanted]). A consumer reported that following bilateral intraocular lens (iol) implant surgery, the consumer has daily irritation and weeping eyes. The consumer is afraid to drive in the dark and bright sunlight. Additional info has been requested. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history record could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Additional info has been requested. (B) (4). (B) (4). (B) (4).